Event description:
It was reported to philips that the device has a 12 lead acquisition issue. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. No further investigation or action is warranted.